Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery alarm. The patient's blood glucose level was 219 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected no delivery or motor error alarms were noted. The motor passed the motor test. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.